Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and had longevity of less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2006; 4194, implantable pacing lead, (B)(6) 2006; 4470, competitor implantable pacing lead, (B)(6) 2002. (B)(4).